Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 8am. In addition to oral medication (850mg of metformin), the patient stated she also manages her diabetes with diet and/or exercise; however, it is unclear what action the patient took in response to the alleged issue. One hour after the reported issue began, the patient claimed she developed symptoms of shaking and felt irritable. Per csr's documentation, the patient administered her usual dose of metformin (two pills) at 10:30am. At the time of troubleshooting, the csr noted that the subject meter's battery had not been replaced per the owner's booklet recommendation. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.